Event description:
It was reported that during a ptca/stent procedure, the stent was dislodged during use and the location of the stent remains unknown. After pre-dilatation, the stent delivery system (sds) had been advanced through a 50% stenosis in the distal lm, into the cx (90 degree takeoff), and then through a 90 degree bend proximal to the lesion. The sds was unable to cross the lesion, and the stent was observed to be missing after the sds and guide catheter were withdrawn from the anatomy. The stent was located in the guiding catheter, and no attempt was made to locate the stent in the anatomy. A second stent was deployed to treat the lesion. No pt effects were reported.